Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during an implant procedure that there was issue with luer hub of the delivery catheter. It was reported that the luer hub handle/valve detached from the sheath after the wire was inserted. No patient involved in this case.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The catheter shaft was torn. The mechanical operation of the catheter shaft was kinked/buckled. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned in two pieces, the dilator and guidewire was not returned. The shaft was detached (torn) at 6.1 cm. The shaft of the delivery catheter was kinked at 11.3 cm and 40 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.